Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a liver transplantation, the needle body of the suture broke while suturing the inferior vena cava, and the broken needle fell into the patient's body cavity. No attempt or x-ray was made to locate or retrieve the needle; however, emergency measures were taken. The patient was admitted to the intensive care unit (ICU). The suture was replaced with a product from another manufacturer to complete the procedure. It was subsequently reported during follow-up that the patient died.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one intact needle and one partial needle were observed side by side in the image provided. The partial needle was observed to be attached to a blue suture. The partial needle was observed to be broken around the proximal end of the needle where the needle is thicker. Due to the quality of the image provided damage to the needle could not be properly evaluated. It was reported that the needle body of the suture broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.